Manufacturer narrative:
Additional information: section h manufacturer narrative and section b describe event or problem correction: section d unique identifier (UDI). Part analysis: the report of ¿aux2 drw1 will not recover¿ was confirmed during fse (field service engineer) testing and subsequently confirmed in the dchu visual inspection process. According to work order # (B)(4), drawer 1 rails were damaged, and could not be fully opened. Fse had to replace rails and damaged retractor band which was snapped by rails. The fse tested the drawer in diagnostics. During dchu visual inspection: p/n 353844-01: the laboratory inspection confirmed that the ¿assy retractor dwr hh cubie¿ suffered physical and thermal damage. During dchu testing: p/n 353844-01: no further laboratory tests were required due to the thermal damage observed during external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: dchu laboratory could not determine the root cause of the reported issue because the slides were not received for further investigation. Additionally, the ¿assy retractor dwr hh cubie¿ had physical damage due to the rails and signs of thermal damage. However, this is considered as incidental damage from what the customer reported.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failed and unable to recover. As per part investigation, it was determined that the signs of thermal damage were observed in exposed copper stands. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not recovered. A field service engineer (fse) found that full-height drawer 1 rails were damaged and could not be fully opened. Fse powered the station off and replaced the rails. Fse also replaced the damaged retractor band, which had been snapped by the rails. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.